Event description:
It was reported that the patient was implanted with a miniarc pro on (B)(6) 2014 and was admitted to the emergency room due to bleeding seven days post implantation. The patient was admitted for two days, but no procedures were performed. No additional patient complications were reported in relation to this event.